Event description:
After hernia repair, I started having major abdominal pain and gi issues which I asked surgeon to notice. Prior to hernia repair I had none of these problems. The surgeon is no longer there, so I went to trauma surgeon who looked at a CT scan (cannot see mesh complications from CT scan). He said "mesh is fine". I cannot get the implant info and I have verified that mesh must come out, bowel issues are major as is pain. Cannot test to see mesh, but if problems weren't there prior to mesh and major problems after, the mesh has created major health issues to the point I am doubled over in pain. Mesh has moved, and I cannot wear a bra or a camisole, breathing compromised. Trauma surgeon dismissed me, told me to wear loose clothing. He would not address new symptoms and will not speak to me. Colorectal surgeon told me to have surgeon who put in mesh remove it, that means the surgeon who isn't with (B)(6). I'm aware that johnson and johnson is a major contributor to (B)(6), however is it ok to take a life and ruin it because of greed? I want the implant info.